Manufacturer narrative:
An event regarding malposition involving a unknown screw was reported. The event was not confirmed. Method & results product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Product history review: not performed as the device lot details were not provided. Complaint history review: not performed as the device lot details were not provided. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
"The acetabulum broke in the patient. (Installation date (B)(6) 2013). Installed in combination with: protheos cera biolox f 28 mm cm/0mm protheos head - ref: 13012802 - lot: t807. Titanium tip 9 mm - ref: 4840-0009 - lot g3803953. Ceramic flanged insert for abgii 28mm cup - ref: 46148150 / 49307037 / 42641801. Standard uncemented thelios hap rod t14 - ref : 111214 - lot : u197. The patient noticed that her total hip replacement was altered due to severe pain and abnormal noises. Revision on (B)(6) 2019. Intervention report (B)(6) 2013 not available because the intervention did not take place in our establishment. The surgeon believes that a screw had been incorrectly positioned during the initial operation, which would have resulted in fragility and breakage."